Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation/correction. Correction: following submission of initial MDR, the customer information was not correctly reported. Section e updated to reflect correct customer address. Evaluation: two samples and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that both samples have loose green/gray color sticky-like texture foreign matter presented outside the fluid path. The potential root cause for the foreign matter defect is associated with the packaging process. These conditions are occurring below their expected frequency so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4114203. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
Address was not located and il was used. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 305921 batch#: 4114203 it was reported that the bd needle sftygld 27x5/8 rb had foreign matter. The following information was provided by the initial reporter: verbatim: today, we were notified that one of our nursing units at hmc has detected contamination of an unidentified substance on bd 27g needles. Additional information provided: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No known impact or harm to patient or healthcare professional. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? 08-20-2024 3. Total number of occurrences? Two 27-gauge needles were found to have unknown substance / potential contamination inside. Both were sent to bd, per the attached, on 8-28-2024.